Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy, some deformations were found after firing on the splenic vein. The procedure was still continued without treatment, however, in the latter half, a sudden bleeding was seen from the stump of the blood vessel. For this reason, the procedure was completed by stopping the bleeding with thread and needle. The event resulted to bleeding of more than 500cc.